Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, it was determined the rear response button flex pcb was pulled from the board. The cause of the non-functional response buttons is the pulled response button flex pcb. The root cause for the pulled flex pcb cable could not be positively identified. There was no adverse event that resulted from the damaged monitor.